Event description:
Blood sugar result of 498 mg/dl. An ambulance was called and at the time a repeat test using the elite system gave a result of 444 mg/dl. When the paramedics arrived another blood sugar test was conducted and the customer got results of 70 and 60 mg/dl. When the ambulance got there they rec'd a result over 500 mg/dl. The customer was hospitalized. While on the phone a review of the system was conducted. The customer was using elite reagent lot number a2g05bc072 expiry dated 02/04. An attempt was made to continue with the investigation but the complainant just wants the meter replaced. They system will be returned for eval and in the meantime a replacement unit was provided.